Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated via radiographs and the reported event was not confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following; no periprosthetic lucency to suggest loosening identified, with particular attention paid to the tibial component. Nonspecific osseous density mass like structure posterior to the lateral femoral condyle, possibly heterotopic bone. In comparison to prior examinations or cross-sectional imaging would be beneficial to further evaluate. Fit and alignment appears normal. Bone quality appears normal. No signs of loosening, wear, radiolucency. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Implant date: 2006. Medical products: stemmed nonaugmentable tibial component; p/n: 00598605701, l/n: 60594736, palacos r 1x40 single; p/n: 00111214001, l/n: unk, palacos r 1x40 single; p/n: 00111214001, l/n: unk, femoral component option size g; p/n: 00596401752, l/n: 60567348, articular surface; p/n: 00596205012, l/n: 60509426, all poly patella; p/n: 00597206529, l/n: 60574737. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00902, 0001822565 - 2019 - 05347, 0001822565 - 2019 - 05351. Product location is unknown.

Event description:
It was reported the patient underwent a revision procedure approximately 13 years post-implantation due to pain and tibia loosening. No additional patient consequences were reported.